Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient experienced swelling over the ipg and anchor sites following the implant procedure. The swelling was drained and the fluid was clear. There was no evidence of infection but the patient was given oral antibiotics. However the swelling recurred and the patient was admitted to the hospital. Follow up report indicated that the swelling has settled and the patient's conditions have improved.

Manufacturer narrative:
The device was explanted. The returned device was thoroughly analyzed. Visual inspection did not reveal any abnormalities; the electronic control test indicated that this device functioned as expected and passed the manufacturing test specifications. The investigation concluded that the ipg was functioning to specifications. Based on the report, it appears that the issue was physiological rather than device related.